Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 20101226.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown back surgery. No further information could be obtained despite good faith efforts.